Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump errors. Customer reported bolusing and then got a white screen. It came back on and it asked to program time and date. It took some time for the insulin pump to work. Customer stated that they were able to clear an alarm but were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. The customer returned the pump for alleged pump error 4, 53 and missing segments/partial display alarm found on 15-jul-2021. Unit passed displacement test and selftest. Successfully utilized thus to download history/trace files. No pump error alarms were noted during testing. Pump error 53 and 4 were not present in the history download on the event date. The pump was cut open to perform a visual inspection, and no moisture or physical damage was found on pcba 1, pcba 2, or the motor. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked retainer, missing display window/cover, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay. Pump errors 53 and 4 were not confirmed. The unit passed the required testing. Missing segments/partial display anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.